Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a connection screw broke off at the tip intra-operatively while inserting the dynamic hip screw. There was no delay of surgery. The patient status is reportedly okay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the investigation of the connecting screw has shown that the threaded tip is completely broken off. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in august 2014 according to the specification. Since no manufacturing related condition was found, it is likely that an insufficient connection with the dynamic hip system (dhs) screw, probably in an oblique way, and possible lateral stress has caused the breakage on the tip. This can only occur if the system was used in order to align the plate with the bone. This is absolutely forbidden. To prevent such situations, it is necessary to use the aiming device in order to place the guide rod accordingly and the screw in the exact position. The device was likely exposed to parameters outside of the approved range. As no product fault could be detected, no further action is required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.